Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery, while they were cutting close the lung tissue, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. They could not "nail" together. They changed to a new "nail" to complete the case. There was no patient harm.